Event description:
It was reported that the insulin pump is under delivering. Customer states they treat with bolus when they have a high blood glucose level, but the bolus does not bring the blood glucose level down. Customer had to use manual injections to treat for high blood glucose level. Customer mention pump may have been exposed to x-ray machine. Advised customer pump will need to be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.